Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was inconsistent with scanning. It beeped as if it was working, but it didn't pick up any information. A field service engineer (fse) unplugged the scanner and reseated it to resolve the issue. No damage was seen, and the scanner lights responded correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner beeped during scanning but did not actually perform any action. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.